Event description:
It was reported that the customer passed away after being involved in a car accident. The customer was the driver of the vehicle, but it is not known whether or not the customer was experiencing high or low blood glucose levels at the time of the accident. The customer's husband declined to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.